Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with 400cc mentor memorygel breast implant and was presented with generalized illness (oint aches, high ana, back pain) and bilateral capsular contracture; baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of surgery was (B)(6) 2019. Also, that patient experienced bilateral ruptures, and the devices were discarded. Hence, following fields have been updated on this form: - is product problem has been selected under section b; field b1 - is required intervention has been selected under section b; field b2 - device code "material rupture" has been added to field h6 - field d7 explantation date has been updated to (B)(6) 2019. - field h6 patient code "no code available" has been added - field h6 method code has been updated to "device discarded" on (B)(6) 2020, device photos were received. When the investigational analysis has been completed on the photos, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 2, 2020, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received since it was discarded, the device could not be analyzed according to the procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of implant was updated to (B)(6) 2000 since actual date is unknown and manufacture date is (B)(6) 2000 per manufacturing record evaluation completion. If additional information is received in the future, it will be updated and supplemental information will be submitted. Manufacturer¿s reference number: (B)(4).